Manufacturer narrative:
H3: the device was received for evaluation. Lot history review identified no nonconformities associated with the reported complaint. Visual inspection found no damage or anomalies. Functional testing confirmed leakage at the tube luer bond junction, and disassembly identified a solvent channel on the tube. The root cause is under investigation through a formal CAPA. No repair was performed.

Event description:
It was reported that there was a leakage from the tube and connector connection. There was no patient involvement as the event occurred before patient use/during priming at facility.

Manufacturer narrative:
B3: december 2025 was the reported month/year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.